Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the wrong ovary was removed from the patient. The procedure was completed robotically with no robotic-related issues or complications. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. There was no report of a malfunction of a da vinci system, instrument, or accessory.